Event description:
It was reported the patient experienced pain and chest discomfort. The patient feels dizzy a bit more than normal. The patient's implantable system was functioning normally at the last follow up. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.